Event description:
It was reported that the stent foreshortened. A 6mm x 150mm x 130cm innova was selected for use in a stenting procedure in the superficial femoral artery (sfa). The moderately calcified target lesion located in moderately tortuous anatomy was accessed through an antegrade approach. A drug-coated balloon (dcb) was used for predilatation. The 6mm x 150mm innova was deployed, but the stent compressed in the middle. Since the stent was shorter, a 6mm x 60mm x 130cm innova was placed overlapping 1 cm of the first innova. The second innova stent also compressed in the middle. Therefore, another non-boston scientific stent was placed overlapping the second innova. Postdilatation was performed in all three stents. The procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the innova stent delivery system was returned to boston scientific for analysis. The stent was not returned as it was implanted. The outer sheath, tip, and the remainder of the device were checked for damage. The catheter shaft showed a kink at the nosecone. The blue pull handle rack was extended to the farthest position from the customer site. Inspection of the remainder of the device, apart from the observed issue, revealed no other issues or irregularities. The complaint was confirmed for stent deformation due to the media returned. The media image review revealed a slight deformation.

Event description:
It was reported that the stent foreshortened. A 6mm x 150mm x 130cm innova was selected for use in a stenting procedure in the superficial femoral artery (sfa). The moderately calcified target lesion located in moderately tortuous anatomy was accessed through an antegrade approach. A drug-coated balloon (dcb) was used for predilatation. The 6mm x 150mm innova was deployed, but the stent compressed in the middle. Since the stent was shorter, a 6mm x 60mm x 130cm innova was placed overlapping 1 cm of the first innova. The second innova stent also compressed in the middle. Therefore, another non-boston scientific stent was placed overlapping the second innova. Postdilatation was performed in all three stents. The procedure was successfully completed. No patient complications were reported.